Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmissions, the atrial lead exhibited far-field r-wave oversensing and p-wave amplitude variability. No device intervention was performed. Patient was fine during the visit.

Manufacturer narrative:
Correction: the previously reported implant date: (B)(6) 2017 was incorrect. The correct implant date is (B)(6) 2007.